Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this condition is excessive force/friction during use or insertion.

Event description:
On 1/23/2024, it was reported by a sales representative via (B)(4) that an ar-9625 3.0 mm hex driver tip broke off in the patient. The tip remains in the patient with no further information provided. This was discovered during an rtsa procedure on (B)(6) 2024. Additional information received on 1/30/2024: there was a five-minute delay to retrieve the broken piece and were not able to. There are no adverse effects on the patient reported at this time. They left the broken tip inside the glenosphere screw since it was lodged.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.